Manufacturer narrative:
Other relevant device(s) are: product ID: 9734639. A medtronic representative went to the site to test the equipment. The issue was confirmed and the power cable was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. There was no patient involvement. The power cable was frayed and wires were exposed. The cable was replaced. No complications were reported/anticipated.